Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, observed haptic broken. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).